Manufacturer narrative:
Claim (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens dislocation, rotation and refractive surprise. Lens remains implanted. Cause of event was not reported.